Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira. Not returned to manufacture.

Event description:
The event was reported by a customer from USA: "patient was being administered paclitaxel chemotherapy via secondary delivery using set (B)(4) and an add on filter set (B)(4). Closed system transfer device, equishield was also attached to the line. The patient was receiving IV saline with primary line. When the patient left the infusion chair to go to the bathroom, the nurse noticed the pooling of liquid on the floor and notified administration of a chemo spill. Clinicians could not locate the site or cause of spill, but believe it may have leaked from the connection of the filter set to the pe lined tubing. The connection did appear to be tightly secured. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Human harm: no."